Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm and error 4 found in the device history file due to software error. Pump error 63 alarm found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had multiple pump error alarms. Customer¿s blood glucose level was 280 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm but unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.